Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess the performance of medtronic¿s wholely guidewire system. Survey results received for an interventional cardiologist with 15 years¿ experience who was been using the wholely guidewire system since 2018. The respondent is a cardiovascular surgeon and used the wholely guidewire system 400 devices since practicing, and 200 in the last 12 months. It was reported that the respondent experienced irritation to vessel causing vessel spasms and vessel damage since using the device, 12 cases of irritation to vessel causing vessel spasm, with 4 reported to medtronic. 4 events of vessel damage reported with 1 event reported to medtronic. Irritation to vessel, infection and vessel damage were reported to be not concerning at all.